Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2026, an 18 mm amplatzer post-infarct muscular vsd occluder was chosen for implant using 9f amplatzer torqvue delivery system to treat ventricular septal defect (vsd). It was noted that the device was found to be in cobra head configuration. As, a result an alternative device, 16mm amplatzer post-infarct muscular vsd occluder was inserted using the same delivery system which also resulted in a cobra head configuration. The deformed device was retracted and redployed twice. However, the issue still persisted. The procedure was then completed using a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.